Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the left ventricular (lv) lead was dislodged. There was no capture on lv lead. The physician explanted and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.